Event description:
It was reported that the customer had urgent care visit due to high blood glucose. Customer's blood glucose was 386 mg/dl. Customer stated she had traces of ketones. Troubleshooting was done. The customer will call back to complete the troubleshooting once she receive the tubing clamps and advised to do a complete set change with new insulin. Customer's blood glucose at the beginning of the call was 429 mg/dl and before the call ends it was 452 mg/dl. Customer stated her having high blood glucose could be due to stress. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.